Event description:
Siemens was notified by the customer on (B)(6) 2014 that when the interventional module was connected in wireless mode the patient table would move without the interventional panel or the control panel being touched. There is no report of injury or mistreatment to the patient.

Manufacturer narrative:
Siemens became aware of the reported issue on august 4, 2014. This MDR is being mailed on august 29, 2014. In the preliminary investigation siemens' customer service engineer replaced and installed a new interventional panel and there has been no report of the problem since then. The investigation is on-going and a supplemental report will be submitted upon completion.